Event description:
It was reported to MFR, by facility, living nursing and rehab, per facility know one witnessed this incident and resident is a dementia pt, so she could not recall anything. "Per facility, they could determine that the resident got her finger caught in the bottom opening where the two rail assembly halves come together. The blood on the rail and bed indicated that is what and how this incident happened. Resident needed medical attention, per facility, she lost part of her finger". No RMA issued, facility is keeping the rail in question.